Manufacturer narrative:
This report is filed on september 14, 2016.

Event description:
Per the clinic, the device was explanted due to inflammation of the cholesteatoma. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report september 14, 2016.